Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between january 16, 2014 ¿ january 17 2014. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with fluorouracil. The reporter stated that the drug ¿leaked on the hands of the pharmacist, who was wearing gloves.¿ there was no report of injury or medical intervention associated with this event. No additional information is available.